Event description:
It was reported by a customer on (B)(6) 2011 the fiber was broken while still in the package at 0 joules. Per the customer, the physician noticed the fiber was broken once the fiber was taken out of the package. No pt injury was reported.